Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: exd irrigator, ostomy d2b - procode: additional product codes: exd e3 - occupation: primary investigator h3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a chait percutaneous cecostomy catheter dislodged. The first cecostomy catheter was placed on (B)(6) 2016. The chait device was placed on (B)(6) 2019, during a routine exchange procedure. The device was placed related to constipation, neuropathic bladder, and spina bifida. During the procedure, fluoroscopy image guidance was used to place the catheter percutaneously in the cecum. The procedure and initial bowel evacuation were successful. No device deficiencies or adverse events were identified during the procedure. Phosphate and castille soap were instilled throughout the duration the chait remained in place. A 30-day post procedure follow-up assessment was not performed. On (B)(6) 2019 (22 days post-procedure), the catheter was noted to be dislodged with caused pain and leakage of stool. As a result, surgical intervention was required to remove and successfully replace the device at which time the issues resolved. The patient had an additional follow-up visit on (B)(6) 2020; no other adverse events were reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. It was reported that a chait percutaneous cecostomy catheter dislodged. The patient was a 13-year-old male with a history of cecostomy tube placement, postnatal myelomeningocele repair, neurogenic bowel and bladder, constipation, and spina bifida. The first cecostomy catheter was placed on (B)(6) 2016. The chait device was placed on (B)(6) 2019, during a routine exchange procedure. The device was placed related to constipation, neuropathic bowel, and spina bifida. During the procedure, fluoroscopy image guidance was used to place the catheter percutaneously in the cecum. The procedure and initial bowel evacuation were successful. No device deficiencies or adverse events were identified during the procedure. Phosphate and castille soap were instilled throughout the duration the chait remained in place. A 30-day post procedure follow-up assessment was not performed. On (B)(6) 2019, (22 days post-procedure), the catheter was noted to be dislodged which caused pain and leakage of stool. As a result, surgical intervention was required to remove and successfully replace the device at which time the issues were resolved. The patient had an additional follow-up visit on (B)(6) 2020; no other adverse events were reported. Reviews of documentation including instructions for use (IFU) and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search for this customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The instructions for use (IFU) [t_tdcs_rev7] supplied with the complaint rpn was reviewed for information related to the reported failure mode. The IFU states: ¿intended use the chait trapdoor cecostomy catheter is intended to instill fluids through a cecostomy into the colon to promote evacuation of the contents of the lower bowel through the anus and is intended to be an aid in the management of fecal incontinence. The catheter is placed and maintained in a percutaneously prepared opening, such as a cecostomy. Contraindications previous abdominal surgical procedures... Precautions ¿ for tract lengths between 6 and 14 cm, see sizing recommendations for appropriate size. If cecostomy tract is greater than 14 cm, a multipurpose drainage catheter should be used¿¿ based on the information provided, no product returned, and the results of the investigation, cook was not able to establish a definitive cause for this event. It is possible that scar tissue from the patient¿s past surgical procedures may have caused interference with the anchoring of the device. No patient activity information was provided; patient activity could have led to this event. It is possible that the device may have become stuck/caught on something (like clothing). No information of device maintenance was provided. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.